Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia as well as insulin pump was under delivering the insulin. The customer blood glucose level was 200 mg/dl, 300 mg/dl at the time of incident and the current blood glucose level was 513 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because the insulin was delivering but blood glucose was going up. Customer performed displacement test and it was passed. Customer wishes to perform the high performance test. Customer did not have a tubing clamp available. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer stated drive support cap appeared to be normal. Customer stated insulin pump was not worn during a medical procedure. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir. Customer also reported insulin pump receive no delivery alarm. Customer was reporting a past event and alarm did not occur during manual prime. Customer stated event was resolved by changing complete set. The insulin pump will not be returned for analysis.